Event description:
It was reported that information was received from a patient regarding an external device. They had a broken desktop charger connector pin. Patient reported the connection pin/plug broke off of the desktop charger and got stuck in the recharger port. Patient said they noticed on saturday that the battery pack (agent understood implant charger (insr)) wasn't charging like it should and the battery went dead in the process of charging even though the desktop charger had been connected to the wall when they charged the ins. Patient stated last night, when they were "fiddling with it," and the cord came completely detached from the metal piece that goes into the charger. Patient confirmed they were able to remove the plug from the insr port. Patient did not have their desktop charger with them at the time of the call and will call back with that information for replacement request form to be submitted to repair.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stated they received the package but its the incorrect part. Patient stated there implanted died 2-3 days ago because they can't charge the ins. Agent reopened the case and sent email request to the repair dept for dtc cord replacement.

Manufacturer narrative:
B5 and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.